Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl and needs assistance with a set change. Troubleshooting found that the customer was able to administer a manual bolus. Customer declined high blood glucose troubleshooting.